Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in a laparoscopic sigmoidectomy procedure, they set the device and connected the cartridge with no problem. They checked the jaws opening/closing and articulation then the surgeon inserted the device to the cavity; however, the status indicator flashed green even though the green firing mode button was not touched and the jaws did not react even though the silver button was pushed. Replaced by another battery, they could remove the cartridge from the adapter. Then they connected a new cartridge to the same adapter; however, the status indicator illuminated blue and the green indicator illuminated, and the device did not react at all. Replaced by a manual handle, and the procedure was continued. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.